Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during a secondary infusion (medication, programmed amount and delivery rate unknown). The customer said that within 5 minutes of hanging a secondary bag to run through the sigma pump, there is an upstream occlusion. It was also reported there was no patient injury.